Event description:
It was reported that a patient¿s parents contacted support after previously speaking with a representative regarding an insulin cartridge that had fallen out of the pump and was reinserted. The parents later attempted a meal announcement and received an insulin occlusion alert, with blood glucose levels reported to be increasing. Support advised that a supply change was recommended at that time. The parents requested to continue using the same insulin cartridge, and they were guided through replacing the infusion set and filling the tubing using a new contact detach infusion set with 23-inch tubing and a 6 mm cannula. The parents were advised to monitor blood glucose levels and allow the device to correct the elevated glucose, which was reported to be moderately high. Blood glucose was not out of range for more than 90 minutes and was reported as correctable following the supply change. The device did not alert for high or low glucose. All care was provided by the parents, no medical intervention was required, and no symptoms were reported during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.